Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose was 600 mg/dl. The customer was wearing the insulin pump at time of hospitalization. The product was returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08800 inches. Unit was monitored and no display anomalies noted. Unit was received with the display functioning properly. Unit was received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, missing end cap sticker, cracked case at display window corners, corroded battery tube and minor scratches on lcd window.